Event description:
It was reported that patient experienced pain at device implant site and loss of efficacy of therapy. Patient was examined on (B)(6) 2012 and tenderness was noted at the site of the pump implant; severity was noted as mild. The pump was explanted and disposed. Patient outcome was noted as resolved without sequela. Drug delivered via the device was prialt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Cathetrer modle: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump passed all non-destructive lab testing. Analysis of the catheter found no significant anomaly. There was acceptable testing. The catheter was incomplete and returned in segments.